Event description:
It was reported that following the implant procedure prior to patient transfer, the patient's stats crashed. A sternotomy was performed and additional excess blood and clot was drained. A rv lead perforation site was noted at the apex of the heart which was successfully closed. The patient was stable with no additional adverse effects. This rv lead remains implanted and in-service.